Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The customer reported that the unload pedal on the multi-function footswitch (mffs) remained engaged when it was released. Philips service confirmed that there was no harm to a patient or operator and that there was no patient on the table when the event occurred. The customer used the gantry control panels to perform patient procedures until the issue was corrected. Philips service determined that one of the springs in the mffs had come out of position and a second spring had become bent causing the pedal switch to remain engaged when released.